Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited shorter than expected longevity estimate due to a programmer software estimator error. The programmer remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.